Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 574 mg/dl. The customer stated she did not believe her 630g is working properly. The customer was experiencing frequent urination. The customer treated the high blood glucose level with a bolus through the insulin pump. The customer was assisted through troubleshooting. The insulin pump passed self test. The high pressure test however, could not be performed because the customer needed a tube clamp sent to them for the high pressure test. A tubing clamp will be sent to the customer so that the high pressure test can be performed. The product will not be returned for analysis.